Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that device had an error code 41786. There was no patient involvement.

Manufacturer narrative:
H3, h6: one used device was returned for evaluation. Functional and visual testing were performed, and the event history logs (ehl) were reviewed. The customer¿s reported problem was verified by functional testing. The device was found to be displaying an error code 41786 alarm message in the device information folder and ehl. The root cause of the issue is a defective memory protection unit (mpu) board. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the mpu board, and the pump passed all functional tests and performed as intended after repair.